Event description:
It was reported that the device had no telemetry or a magnet rate. The device was scheduled to be explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary (B)(4) - the device was returned and analyzed. It was noted the wirebond was loose/detached. (B)(4).